Event description:
It was reported that the safety mechanism was used, and the needle was not retracted. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a defective infusion set was confirmed. The infusion set was found to have a bent needle which prevented the safety mechanism from activating properly. However, the exact cause of the bent needle remains unknown. The product returned for evaluation was a one 22g safestep infusion set without y-site. The returned product sample was evaluated and the needle was observed to be bent away from the needle base. The following observations were noted during the sample evaluation: the sample appeared free of obvious use residue. The bend in the needle had occurred away from the needle base which can be caused by device manipulation during/following port access. The tip of the needle bevel appeared unremarkable. An attempt to advance the safety was successful; however, resistance was encountered when passing the safety over the bent region of the needle. Based on the evidence provided with the returned sample it is unknown when or how the bend occurred in the needle. Damage to the needle could have occurred at the manufacturing facility, during shipping, during use, or during storage of the product, and no evidence was observed which supported a specific root cause of the event.